Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4).

Event description:
It was reported that after the patient was under anaesthesia, the patient underwent a transesophageal echocardiography (tee) study. During the tee while the physician was repairing a ruptured aorta, the transducer generated a usacquisition_31 error. Reportedly, the physician bypassed the error message to complete the study. The tee was completed with the same ultrasound system and the same transducer. There was no delay in completing the study. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an acquisition 31 error. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)